Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller states that the black plastic around the connector pins on the base unit has melted. Caller states that 2 of the connector pins on the base unit have melted plastic around them and the connector pins appear to be charred. No adverse event reported. Requested return of suspect device and replacement was sent.